Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis indicated shorting/low impedance in the battery.

Event description:
It was reported that the device had early battery depletion. It was noted that the device was unable to be interrogated and that the device had went from eri (elective replacement indicator) to no telemetry to no output in less than thirty days. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2009. (B)(4).